Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about 2-3 weeks ago the patient noticed their ins didn't feel like it was in the same area as before since they had a chiropractic adjustment using the activator. The patient said they had been going to the chiropractor for back issues and the chiropractor performed imaging so they knew where the implant was in the patient's body.  When asked, the patient said they went to the physician assistant (pa) at their urologist's office on monday, (B)(6) 2025, and the manufacturer representative (rep) was present, and after they tried, the rep was able to connect to the implant. The patient also said the rep tested the implant. The patient said they could feel the stimulation and hadn't noticed any changes to the stimulation sensation or symptoms. The patient also said it was not painful where the implant was located now. The patient said it seemed a little deeper and at an angle. Therapy and device information was reviewed with the patient. The patient would monitor for any changes and would provide an update to their chiropractor. The appropriate contact information was provided to the patient so they could give it to their chiropractor. The patient was redirected to their healthcare provider (hcp) to further address the issue as needed.